Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-4316, lot #: 112784, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg site and that the vibratory stimulation was causing severe worsening of migraine headaches. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing pain at the ipg site and that the vibratory stimulation was causing severe worsening of migraine headaches. The patient will undergo an explant procedure.

Manufacturer narrative:
Correction to f/u #3 should have been checked no, 02 device evaluation anticipated, but not begun. The returned devices were analyzed and the complaint could not be confirmed. Sc-2352-50/(B)(4): the lead was cut. Damage to the device is a result of a typical explant procedure and it is not considered a failure. Sc-1110-02 sn (B)(4), sc-4316 lot 16114076: no anomalies were found. Sc-2352-50/(B)(4): a review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain at the ipg site and that the vibratory stimulation was causing severe worsening of migraine headaches. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing pain at the ipg site and that the vibratory stimulation was causing severe worsening of migraine headaches. The patient will undergo an explant procedure.

Manufacturer narrative:
Model#: sc-4316, lot #: 16114076, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg site and that the vibratory stimulation was causing severe worsening of migraine headaches. The patient will undergo an explant procedure.